Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that by the vad coordinator and the surgeon that a patient began showing clinical signs of hemolysis and pump thrombosis. The labs were unreadable due to severity of hemolysis, very dark urine. Watts increased from 12 up to 25. A pump exchange was performed.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed the reported high watt, low flow, and suction alarms. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing and dimensional verification, but failed visual examination due to the scoring marks observed on the housing ceramic surfaces and on the surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. With review of the available information there is no indication of any device malfunction or performance issues related to the event. Based on available information no conclusion can be made regarding the relationship of the event to the device or treatment. There are no allegation made due to a device malfunction or performance issues and no evidence of adverse events related to the use of the device. Information does not reasonable suggest that the device caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Add'l information provided states that the patient is currently stable and has a tracheostomy. Pmh-receipt of factor vii at the time of implant. Receipt of multiple blood products. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.